Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted". The procedure was completed during the original surgery session with a back-up iol. There was no injury to the patient because of the event. Product inspection was carried out on 11th january 2023. The injector was returned dehydrated in the blister tray. The iol was returned hydrated in a plastic vial. Cosmetic inspection of the iol identified that a piece of the optic had broken off. Inspection of the injector identified that the flaps were closed, the plunger was retracted and that there was no damage to the nozzle. The injector was disassembled to facilitate further investigation. During injector disassembly the broken fragment of the lens optic was found on the plunger soft-tip. No damage to the plunger was observed. No testing of the returned iol was possible due to the damaged nature in which it had been returned. To facilitate testing of the returned injector, 1x rayone aspheric rao600c +24.0 d was loaded and injected as per the IFU. Injection was successful with no damage to the lens or injector post-injection. A dye test was performed which confirmed that the nozzle was regularly coated. No evidence of delamination was found in the injector nozzle. Product inspection confirms the event as reported and suggests that the damage to the lens is attributable to the lens getting stuck in the injector during initial injection; however, the testing performs confirms that the injector performs as intended. The root cause of the event could not be established from the product inspection and testing performed. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 092198994.

Event description:
On 14th december 2022, rayner received notification from its affiliate company in germany of an event that occured during use of rayone aspheric rao600c. The event description provided states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted". The procedure was completed during the original surgery session with a back-up iol. There was no injury to the patient because of the event. Product return is expected but not yet received. The results of the product inspection performed will be provided in a follow-up report. Rayner is liasing with the reporter to obtain additional information to facilitate further investigation of the event. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 092198994.

Event description:
On 14th december 2022, rayner received notification from its affiliate company in germany of an event that occured during use of rayone aspheric rao600c. The event description provided states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted".